Event description:
During an awake craniotomy in the intraoperative MRI, a (B)(6) male pt received an unintended infusion of 400 mcg of precedex over several mins before it was noted. The procedure proceeded as planned, and the pt was intubated as a precaution. The procedure was completed as planned and the pump removed from use following the event. No injury resulted from this event.

Manufacturer narrative:
Investigation conclusions: no firm conclusion can be made to the cause of this report. The probable cause of this event may have been damaged infusion set caused by the user, but his can't be determined from the info available. The event was not duplicated during our inspection or service testing of the pump. This failure is an extremely unusual and isolated incident. Further investigation is being conducted to attempt to determine the cause of this event.